Event description:
It was reported that a dexcom g7 continuous glucose monitor paired to the mobile app was displaying glucose values while the ilet indicated a sensor failure and would not maintain pairing; troubleshooting steps included toggling bluetooth, restarting, and re-entering the pairing code, after which the device initiated pairing, and the caregiver was instructed on manual blood glucose entry during bg-run mode. Symptoms included no adverse clinical effects and a reported blood glucose of 150 mg/dl. Outcomes included no change in glycemic control and no need for medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed successful re-initiation of the pairing process and appropriate caregiver understanding of manual entry workflow. It was concluded that the event involved a communication or pairing malfunction between the cgm and the ilet that was resolved through standard troubleshooting without patient harm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.